Event description:
Nurse was performing cares on infant. Omnibed isolette canopy began lowering over nurses head. When turned off and back on, the top continued to close without the ability to reopen. Inspected by htm who ordered a new switch and relay board for the isolette.